Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. H3 other text : the device was not available for return.

Event description:
It was reported to nevro that shortly after the implant procedure the patient experienced numbness in one leg. The physician believed the lead may have been pressing on the spinal cord. The patient was hospitalized and the device was removed. There have been no reports of further complications regarding this event.